Event description:
The customer contacted baxter's technical service center (tsc) because home patient (hp) was requesting assistance for ending therapy. The hp disconnected himself during therapy and fluid spilled out of patient line. The hp did not know why he did this. The baxter technical service representative advised the hp to end therapy and call peritoneal dialysis registered nurse. The home choice is operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the reported leak. The hp reported that the issue was resolved by ending therapy. The hp stated that he does not remember why he had disconnected himself during dwell. The hp does remember some fluid coming out of the patient line. The hp said that it was in the middle of night when the incident occurred. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he would discussed the issue with this nurse when he sees her. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The leak is confirmed and the root cause was due to the use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.